Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shuts down with about 50% battery life still showing was confirmed. The sr8 was fully charged and shut off after about an hour of discharging with 54% battery life left on it. The root cause of the reported issue is an internal failure on the battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the unit shuts down with about 50% battery life still showing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shuts down with about 50% battery life still showing was confirmed. The sr8 was fully charged and shut off after about an hour of discharging with 54% battery life left on it. The root cause of the reported issue is an internal failure on the battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the unit shuts down with about 50% battery life still showing.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the unit shuts down with about 50% battery life still showing.